Event description:
It was reported that after the iab was inserted and connected to the pump, the balloon was not deflating properly. The pump was exchanged, but the problem persisted. The iab was removed and replaced and there were no further complication.